Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high in comparison to another meter (patient¿s back-up meter). The complaint was classified based on customer service representative (csr) documentation, and a review of the call by a senior csr and a medical surveillance specialist since the patient could not be contacted for additional information. The patient advised the csr that on (B)(6) 2019 at 10.00am, he obtained inaccurately high readings of ¿176 and 186 mg/dl¿ on the subject meter compared to a reading of ¿137 mg/dl¿ on his back-up accucheck meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with a combination of diabetes medications (invokanet; 50/1000mg tablet, twice a day, levemir; 40 units, twice a day and glimepiride; 2mg, once a day) and explained that he followed his usual diabetes medication in response to the alleged inaccurately high reading. The patient advised the csr that he experienced symptoms of ¿shaking, sweating and hypoglycaemia¿ 15-20 minutes after obtaining the alleged inaccurately high reading and stated that he self-treated his symptoms with ¿hard candies" on (B)(6), 2019. The patient also mentioned during the call that he self-treated with hard candies on (B)(6) 2019 and ¿(B)(6) 2019¿ but did not provide any further information. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr walked the patient through a control solution test and the result fell within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.